Event description:
During product evaluation, failure code 403:317:864:0000 was found in the pumps evnet history. It is unk whether there was any pt injury or med intervention necessary according to the hosp rep. No additional info is available.